Event description:
It was reported by a healthcare professional (hcp) that the patient was admitted to intensive care at (B)(6) with a diagnosis of diabetic ketoacidosis (dka). No blood glucose levels were provided. The hcp stated that the medical event was not due to a problem with the device; the patient had not appropriately managed high blood glucose levels. The patient was still hospitalised at the time of report. No information regarding treatment of the dka was provided. The hcp indicated that the treatment plan moving forward would be to resume therapy on the patient's own pump in manual mode initially, then potentially return to automated mode at a late time. Follow-up is being conducted by insulet; if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.